Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 312 mg/dl. The customer states the plastic ring near the reservoir compartment was broke off. Troubleshooting was performed for damage and noticed the reservoir did lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
A test reservoir was installed and it did not lock in place due to a completely broken reservoir tube lip. We were unable to perform the displacement test due to a completely broken reservoir tube lip. The pump had a missing reservoir tube o-ring.